Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted.

Event description:
Healthcare professional additionally reported left side "any creases associated with hole".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken in the radius assessed as to a fold flaw opening also around to the opening have non-penetrating nicks and missing piece of the shell assessed inconclusive. Additional observations: crease fold observed in the device. No further actions are required as the device was implanted.